Event description:
It was alleged that an employee injured their back while using the device, requiring time off from work.. Further information was not provided.

Manufacturer narrative:
It was reported that the operator allegedly received minor back pain trying to move the stretcher manually with the zoom function engaged. No medical intervention was received. The operator took the rest of the day off from work. It was identified during the device evaluation that the drive wheel was engaged with the zoom function in the "on" position when the operator attempted to move the device manually. No defect was found with the device. The issue was resolved for the customer by providing in service training to the staff to ensure they know how to properly operate the device according to the operations manual.

Event description:
It was alleged that an employee injured their back while using the device.